Manufacturer narrative:
H4: the lot was manufactured between september 21, 2023 - september 22, 2023. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed on the sample, and the flow rates were found to be within the product specification range. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor overinfused during infusion. The expected therapy time was 46 hours, but the infusion was completed in 25 hours. The pump contained 2.5g fluorouracil in 150 ml of normal saline. The total filling volume of the device was 230ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.